Event description:
Customer reported a no delivery alarm during a manual prime. Customer's blood glucose was 86 mg/dl. Customer was assisted with clearing the alarm. Troubleshooting resolved the issue with a reservoir change. It was also found the reservoir was occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.